Event description:
It was reported that during an access pathways/wpw procedure, the carto3 rmt system had lights 1, 2, and 3 and the signal noise occurred. Unplugged the catheters from the front of the piu and re-booted the system did not resolve the issue. After further investigation it was found that one of the staff members accidently poured a bag of saline over the top of the piu. Upon follow up, bwi received the information on (B)(6) 2012 (which changed the alert date) that showed the completely artifact noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The case was completed without any patient consequence without the use of carto system.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was found that one of the staff members accidently poured a bag of saline over the top of the piu. Biosense field service engineers disassembled the piu to check for water damage and corrosion. Not thing found. Full acceptance test plan to check the ECG's, ablation, magnetic location and acl of the system performed. System is working properly and is ready for clinical use. The device history record (DHR) was reviewed and no anomalies were found regarding this issue.